Manufacturer narrative:
As reported, the bard/davol optifix straight device deployed broken fastener while fixating at cooper¿s ligament. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. However, based on the event as reported, the issue may have presented due to user/device interface while the surgeon was attempting to fixate at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this MDR represents the bard/davol optifix straight (device #1). An additional MDR was submitted to represent the bard/davol optifix straight (device #2). If/when the sample is received and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the bard/davol optifix straight fixation (device #1) deployed broken fastener while attempting to fixate an unknown mesh into cooper¿s ligament (pubis) and the device was jammed. As reported, the surgeon used another bard/davol optifix straight fixation (device #2) which was also had the same issue and the device was jammed. It was reported that the broken fastener was removed from the patient¿s body and there was no loose fasteners. It was reported that there was no delay in the procedure and there was no reported patient injury.

Event description:
As reported, during an unknown procedure on 30-may-2022, the bard/davol optifix straight fixation (device #1) deployed broken fastener while attempting to fixate an unknown mesh into cooper¿s ligament (pubis) and the device was jammed. As reported, the surgeon used another bard/davol optifix straight fixation (device #2) which was also had the same issue and the device was jammed. It was reported that the broken fastener was removed from the patient¿s body and there was no loose fasteners. It was reported that there was no delay in the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight device deployed broken fastener while fixating at cooper¿s ligament. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. However, based on the event as reported, the issue may have presented due to user/device interface while the surgeon was attempting to fixate at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The subject device was returned. Evaluation of the sample finds for bent backup tabs. The reported event of broken fasteners deploying is a known result of bent components at the distal tip of the device. The backup tabs on the device are found to be bent from applied forces when is use while attempting fixation into the cooper¿s ligament. No manufacturing anomalies found. This supplemental MDR represents the bard/davol optifix straight (device #1). An additional supplemental MDR was submitted to represent the bard/davol optifix straight (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.